Manufacturer narrative:
Product complaint # (B)(4) additional information provided: dermabond prineo 22cm msh adhesive (clr222us) : not applicable dermabond prineo 22cm msh adhesive (clr222us) : lot number/lot number: 107b78 list of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? No are there any noticeable delays? No if available, provide the product order number (po). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an uknown procedure on (B)(6) 2026 and topical skin adhesive was used. When the medical staff opened the package, they found stains, and the doctor did not use it. Additional information has been requested.